Event description:
During a laparoscopic nephrectomy procedure, the customer reports that the device was defective. Another device was used to complete the procedure. There was no patient consequence.